Manufacturer narrative:
Other contact person: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID (B)(4).

Event description:
It was reported by the customer, that during use the cardiosave hybrid int typ b plug (iabp) had autofill error. Customer disconnected the balloon's device connector and pressed the start button to begin filling, and it pumped without any problems. After about 2 hours, the automatic filling error occurred again. Although customer attempted to refill it about four times, an automatic refilling error reoccurred, so customer replaced it with a different cardiosave. There was informed that although the patient was using it, there were no health problems.